Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that when pulling out the mount it got blocked and when removing it, the implant came out with it. The procedure was completed placing another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).the following sections have been updated:b4: date of this reportb5: describe event or problemd4: expiration date d9: device available for evaluation change ¿no' to 'yes'g3: date received by the manufacturerh1: type of report, follow-up numberh2: follow up typeh3: device evaluated by manufacturer: change ¿no' to 'yes'h4: device manufacture dateh6: evaluation codes.h10: additional narrative.one implant was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Functional testing to recreate the reported event; verified the mount could not disengage from the implant. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 36 (fdi) and was used, placed and removed on the same day.the customer did not provide any pictures or x-rays.review of appropriate documentation:documents reviewed:instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19.information identified: warnings, precautions and breakage (pages 1 & 2).per the applicable IFU, it is stated that improper technique can cause device failure.DHR review:DHR review was completed for the subject lot number (1252774). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review:complaint history review was performed for the reported lot number (1252774) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release'post market trending review:august post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsv4b10). No actionable items have been triggered that will affect complaint handling on our end for this month.therefore, based on the available information, device malfunction did occur and the reported event was confirmed.